Event description:
The customer reported that they are experiencing maxzero extension sets that leak at the connection to the IV catheter. A photograph was provided by the customer. No pt harm or medical intervention was reported. No further pt/event info was provided

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.